Event description:
Information was received indicating that a smiths cadd-legacy® plus pump issued an alarm sound without an alert message. There was no reported serious injury to the patient.

Manufacturer narrative:
Additional information was received that the medication being infused at the time of the event was flolan (epoprostenol sodium).

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with the rear housing broken and lens worn. The device's event log displayed 74 disposable alarms recorded. Analysis of the device was unable to confirm the stated problem of "no message" alarm". Delivery accuracy tests found the pump to be only slightly under delivering but still well within the published specification of +/-6%. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specification. No problems were found with the delivery accuracy of the pump. The downstream sensor was tested and measured within manufacturing specification. The most likely cause of the alarm might be attributed to fluid not flowing from the fluid container.